Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. In turn, the ipg turned inoperable and patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention steps may be taken to resolve the issue.

Event description:
Additional information received indicates the patient's ipg was explanted and replaced. Therapy was restored.